Event description:
Information was received from a patient regarding an external device. Implanted- (B)(6) 2023/ model ipg: sc1216/patient ID: (B)(6)/ remote model number: sc5270. The reason for call was caller mentioned they had an error message on their device. Caller stated they were implanted with a scs for pain in their lower back. Caller mentioned they were referred to (B)(6) when they reached out to a rep from (B)(6) they knew. Agent asked clarifying question and patient mentioned they have a patient ID card and remote with them. Caller confirmed their patient ID card says boston scientific. Agent informed caller to call the number of their patient ID card to further address the issue. Caller was redirected to boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5156518.